Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that an error message occurred during an rf procedure. The case was completed with a back up unit, but a delay of 30 minutes occurred due to troubleshooting efforts. No medical intervention was required and no adverse consequence was reported.